Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device evaluation has not been completed. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator service required alarm condition occurred. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.